Event description:
It was reported to medtronic minimed that the customer reported hyperglycemia. The customer reported that blood glucose value was 800 mg/dl at the time of event. The customer reported hyperglycemia treated with insulin drip and was hospitalized. The customer was hospitalized for vomiting, dka and nausea. The event involved product mmt-1886. Troubleshooting was not performed. It was unknown whether pump had been used within 48hrs of reported event also smartguard feature was not active at the time of event. No further patient complications were reported. The customer discontinued using the device. Mmt-1886 was requested and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08765 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 10/10/2025 to 12/08/2025 and 02/09/2026. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the sap note notified date/event date of 09-dec-2025. On the ss event date of 07-dec-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the ss event date of 07-dec-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 73250 (7.325 u) and dailytotalofbolusinsulindelivered = 176000 (17.6 u) which is equal to the dailytotalofallinsulindelivered = 249250 (24.925 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week from the ss event date of 07-dec-2025 and 1 week prior surrounding the date of 08-dec-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 12/07/2025 16:23:24.000, 12/07/2025 16:33:00.000 12/08/2025 16:44:14.000, 12/08/2025 16:54:00.000 power loss alarm was found on: 12/07/2025 16:34:29.000 12/08/2025 16:55:18.000, 12/08/2025 16:55:26.000 pump error 23 alarm was found on: 12/07/2025 16:34:04.000 12/08/2025 16:55:04.000 failed battery alert/battery failed alarm was found on: 12/07/2025 16:34:21.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no/low power battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm noted during testing. No delivery alarm/insulin flow blocked alarm was found on 05-dec-2025 17:02:56.000 during bolus delivery. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. Lostsensor1alert (780) was found on: 12/02/2025 01:00:00.000, 12/02/2025 01:10:00.000 12/02/2025 04:17:00.000 12/03/2025 22:47:00.000, 12/03/2025 23:32:00.000 12/05/2025 02:58:00.000 12/05/2025 15:27:00.000 to 12/07/2025 15:35:00.000 lostsensor2alert (781) was found on: 12/07/2025 15:51:00.000 12/07/2025 16:01:00.000 sensorerroralert (801) was found on: 12/01/2025 17:03:59.000 12/06/2025 09:51:27.000, 12/06/2025 10:26:27.000, 12/06/2025 11:01:28.000 12/06/2025 18:20:00.000, 12/06/2025 19:04:57.000 12/06/2025 20:04:58.000, 12/06/2025 20:35:02.000 12/06/2025 21:09:58.000 12/06/2025 22:24:58.000, 12/06/2025 22:59:58.000 12/06/2025 23:01:29.000, 12/06/2025 23:29:59.000 12/07/2025 00:44:58.000, 12/07/2025 00:54:00.000 12/07/2025 01:19:59.000 to 12/07/2025 01:54:57.000 12/07/2025 02:04:00.000, 12/07/2025 02:59:59.000 12/07/2025 04:04:59.000 12/07/2025 05:04:58.000 to 12/07/2025 05:35:00.000 12/07/2025 06:35:00.000 12/07/2025 08:35:00.000, 12/07/2025 08:45:00.000 12/07/2025 12:14:47.000, 12/07/2025 12:24:00.000 12/07/2025 13:19:47.000 to 12/07/2025 13:59:00.000 12/07/2025 14:11:21.000 to 12/07/2025 14:34:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.87 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.